Event description:
Clinical study. It was reported that 86 days after a coronary artery drug eluting stenting treatment procedure, the pt suffered a myocardial infarction. The lesion being treated is a 2.5 mm left circumflex (lcx) artery lesion. The lesion was predilated. The physician deployed the taxus express2 8.8% 2.5 x 12 mm drug eluting stent. The stent was not post dilated. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid to distal cx with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged two days later. The pt went to cardiac rehab twenty three days later and completed 45 minutes of aerobic activity without incident. Pt went home and started to experience some aching discomfort in their left arm, back, and pectoral area. The pt's condition worsened and pt became diaphoretic, nauseated, and short of breath. Pt went to the ER where pt was treated with thrombolytic therapy. ECG showed mild st elevation in leads I and avl and mild st depression in leads v1- v3. The pt's cardiac enzymes met guideline criteria for mi. The pt reported that, on the advice of their primary care physician, pt discontinued plavix secondary to rash. Cardiac catheterization revealed: lmca - normal, lad - 40% mid lesion; unchanged from prior to angiogram, lcx (target vessel) - previously placed stent widely patent; om2 60% ostial lesion unchanged from prior angiogram; 50% lesion prior to take off of lpda, rca - 90% mid stenosis. It was felt the pt most probably had a thrombus that resolved with thrombolytic (tnk) administration. The pt had no complaints the following day and was discharged on aspirin and ticlid. In the opinion of the physician the relationship of the event to the taxus stent is "not related." In the opinion of the physician, the relationship of the event to the target vessel is "not related."